Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an oximax n560 pulse oximeter was in use at the home of a family with a 10 month old child diagnosed with cerebral palsy (cp) and was issued by the (B)(6). At approximately 0700 hours, the child's mother awoke and noticed the patient's oxygen was a little low and heart rate was elevated to about 160 beats per minute. She took the baby out of the cot and "gave him a pat" where he coughed quite a lot of coffee coloured fluid up. She subsequently noticed the monitor drop and felt that something was amiss. She changed the monitor probe and noticed that the baby had stopped breathing, and his lips had darkened. She immediately placed the baby back into the cot and she commenced cardiopulmonary resuscitation (CPR). The baby was pronounced dead at the (B)(6) hospital at 0909hrs after local CPR at home was continued by paramedics on route in ambulance. The parents are alleging the monitor did not alarm.

Manufacturer narrative:
(B)(4). The device was functionally tested by engineering and found to pass all tests. The serial number was provided and service records for this serial number were investigated. No additional complaint modes were found in the service history records for this device.